Manufacturer narrative:
The device was returned with the cannula fully deployed and the formed needle retracted within the needle well; therefore, the needle was not observed to be exposed. Inspection of the device found no issues that would cause the needle to fail to retract. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were found with the device, it could not be conclusively determined when the needle retracted. A root cause for the reported needle mechanism failure could not be conclusively determined. Timeouts were seen in the download data. No drive stalls occurred, and the device did not generate any alarms. The cause of the timeouts could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 24 and 36 hours and was still being worn at the time of reporting. Patient reported a low blood glucose level of 57 mg/dl.